Event description:
On (B)(6) 2010 a registered nurse (rn) contacted baxter's technical service representative (tsr) to request reviewing the call notes on previous call. The rn stated the home patient (hp) had re-spiked the heater bag either prior to or after calling baxter. The tsr reviewed the call and assured the rn that the representative did not and would not have the hp re-spike a bag. The rn will follow up with the hp concerning proper procedures. On (B)(6) 2010, baxter's global field surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of re-spiking the heater bag. The pdn stated the hp had the onset of (B)(6) on (B)(6) 2010 and has now finished with the antibiotics. Additional information was obtained on (B)(6) 2010 from baxter's global pharmacovigilance which states that on (B)(6) 2010, a peritoneal dialysis effluent culture was obtained and was (B)(6). The patient was started on vancomycin (intra peritoneal) and gentamycin (intra peritoneal) the same day. On (B)(6) 2010, the patient completed her antibiotic course. Additional information was not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. If additional information becomes available concerning the sample, a follow up report will be filed.